Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2010. Upon follow up it was reported the cause of the peritonitis event was unknown. The patient was treated with unspecified antibiotics for the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2010. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event, and patient outcome were not reported. Action taken with pd therapy at the time of this event was not reported. No additional information is available.